Manufacturer narrative:
Have requested the user to send back the device for evaluation. Have received product back and it is undergoing review and inspection for intended functionality.

Event description:
Item: st315502. Gomco style circumcision clamp, newborn 1.3 cm (1/2"). Per the customer, when the bell was seated, it was loose. This created an incomplete hemostasis, resulting in bleeding after circumcision. No additional injury was reported by the customer.